Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when turning on the cs300 intra-aortic balloon pump (iabp) after self-test, system failure error occurred .

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code) updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, when turning on the cs300 intra-aortic balloon pump (iabp) after self-test, system failure error occurred . There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Additional contact details: event site postal code: (B)(6). Event site state: (B)(6). It was reported that before use the cs300 intra-aortic balloon pump (iabp) had a issue of system failure error when turned on. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and detected fault to the app alarm ignition test. Fault work done. Troubleshooting, replaced manifold drive(d104-00-0018), set-up final result. Repair completed, regular operation tests.unit returned to customer.

Event description:
N/a.